Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4) applies to lead only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). The patient mentioned falling hard on their buttocks from the toilet stool. They got a pain/electric feeling that went down their leg and they couldn't walk or stand so they decreased stimulation; they believed their lead migrated. It was advised that as long as the patient is feeling stimulation around their bicycle seat area, everything should be okay. They also mentioned that they aren't completely emptying when they have a bowel movement. The next day, patient rated the evaluation a "2" and said they are having small bowel movements. On (B)(6) 2017, patient reports doing well with their bladder symptoms, but rated their bowel symptoms a "1;" they want to empty their bowels better. The next day, patient reported a liquid stool. On (B)(6) 2017, the patient didn't feel like they are emptying their bowels; they feel bloated. On (B)(6) 2017, patient rated their bowels a "3" and bladder symptoms are "5." They mentioned their bowels were still small. A bad night was reported on (B)(6) 2017; wednesday was terrible. On (B)(6) 2017, patient said their bowels are tiny and they are still not expelling like she should be. No further patient complications have been reported as a result of this event.